Event description:
I had a cystocele repair in 2008, transvaginal mesh was used to help with stress incontinence. After initial recovery, things appeared to heal fine, but within 2 months after surgery, I was having pain upon sitting on hard surfaces and upon other activities. I returned to my physician and was told that the mesh had eroded and I would need to have the portion that had eroded repaired. During this surgery approx five months later, I also had a hysterectomy to address uterine prolapse. My incontinence came back somewhat, but was still much better than before. About two months prior to this report, I started experiencing increased pain in he side where the mesh remains, and worsening incontinence. I have been reluctant to return to physician due to fear of more surgery. This has greatly interfered with my quality of life over the last year and I am not sure at this point what I should do.